Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Lot and expiration date - ni. (B)(6), manufacture date ¿ ni. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-02994 & 03440 / 03441).

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study", which aimed to investigate potential advantages of magnum group compared to conventional group terms of range of motion, dislocation while maintaining the same function improvement and pain reduction and to investigate metal ion release in asia population. A patient identified in the article experienced elevated metal ion levels approximately twelve months post-implantation. Further patient outcome is unknown.